Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen due to signs of previous moisture presence and corrosion on electrical board especially around the battery connectors . Unable to perform the displacement, and self tests due to the critical pump error. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not working. The customer¿s blood glucose level was unknown at the time of incident. The customer stated that the insulin pump had crack on the backside over the battery compartment from middle to bottom. Customer also stated that they went for swimming, however insulin pump had water in it. The insulin pump will be returned for analysis.